Event description:
In 2006, a call was received notifying the company of a full open rotator cuff, surgery required in conjunction with a bone anchor. Info provided indicated the surgeon performed a rotator cuff repair in 2006. Surgery was initiated as an arthroscopic procedure on an older female pt with osteoporotic bone. Four anchors were to be placed. Upon positioning the first anchor, deploying bone lock and suture lock, the surgeon noticed that the anchor was not fixed in the bone hole. Surgeon reverted from an arthroscopic to a full open procedure in order to complete the repair.

Manufacturer narrative:
Magnum inserter was returned for evaluation without the implant. No conclusion can be drawn based on condition of device and info provided. The instructions for use contraindicate for use of this anchor in pts with poor bone quality.